Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Trace download analysis confirmed the pump alarmed power error detected and power loss alarm. The power management tool confirmed power error detected and power loss alarm were triggered when battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the device was monitored and functioned properly. No low battery alarms noted. Unit received with minor scratched lcd window, missing retainer, missing reservoir tube o-ring and scratched case. Unable to perform displacement test or lock reservoir in place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery problems even after reset was performed several times. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.